Event description:
C-cc-wd - waveform dampened or inaccurate; reportedly sudden dampening waveform and subsequent unreliable numbers were observed.there were no patient complications.

Manufacturer narrative:
Device was discarded at hospital.